Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to "some trunnion wear." The femoral head and liner were revised to a ceramic head. Sleeve, and new liner. Rep provided intra-op pictures. Rep also confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.